Event description:
I had a replacement rechargeable medtronic restoreultra 37712 serial # (B)(4) implanted (B)(6) 2013. On or about (B)(6) 2017 I received three unexpected shocks from the device. Twice during recharging and one extremely painful and dangerous shock while the sales rep. From medtronic was turning on the device. I may have the date of (B)(6) 2017 off by a few days because the sales rep. Did not show up for the first appointment and I had to reschedule with him. The serious shock happened in my physician's office. I was told by the sales rep. To hold the turn-off device in my left hand. He stated later he only turned my device "to 5". He turned the device to 4 and I felt nothing. When he turned the device to 5, I felt like I was being electrocuted or tasered. The shock was so severe I was making strange noises the whole time and I lost the muscle strength in my legs. I would have hit the floor if my husband was not standing right by my side. He caught me and held me up the entire incident. Since I was being shocked and my husband was holding me up, this only left the sales rep. To look for the turn-off device. When I was shocked, the device to turn off the stimulator flew out of my hand and landed on the other side of the room. It took a couple of minutes for the rep. To turn off the neurostimulator. I am a critical care rn and have worked with medical equipment for many years. I could have been seriously injured with a fall. It was a very painful and frightening experience. Since this occurred I have been trying to get answers from medtronic. They state they cannot give medical advice and they are simply the sellers of this product. They tell me to speak with my physician. Doesn't medtronic have some part/or all control of designing, patent, manufacturing and selling of these medical devices? I now have a very expensive device implanted in my body that I feel unsafe to use. I have kept it charged every 24-36 hours because I do not want the battery to discharge and need to be surgically replaced. But, I will not even charge the battery without the turn off device right next to me and my husband in the house. Until I get reassurance from medtronic this device is safe to use, my device has remained off and is useless to me.